Manufacturer narrative:
Correction to h6 based on additional information. The device was returned for evaluation. The device was visually examined, and the following was observed: the balloon was torn at the I/c bond. The guidewire was returned cut and remaining part of the balloon was not returned. There were some gouges observed at the flex tip. Dimensional testing was performed, double-wall thickness measurements of the crimp balloon were taken, and the measurement met the specification. A CAPA was previously initiated to capture additional information that currently exists in the training manuals into the instructions for use for the sapien 3 and commander delivery system. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the reported event of balloon torn and system components separate were confirmed by evaluation of the returned device. A review of the lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of the instructions for use and training manuals revealed no deficiencies. As such, available information suggests that user error (not retrieving as a single unit) and/or procedural factors (excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Manufacturer narrative:
Additional information added to a2, a3, and b7.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there were difficulties trying to advance the commander delivery system and valve through the esheath beyond the right external iliac artery. The valve did not exit the tip of the esheath and was observed to be angulated on imaging (without damage or distortion of the valve). It was decided to retrieve the valve through the esheath, but on imaging, the pusher was noted to be pulled back creating a gap between the pusher and the valve. Therefore, the decision was made to remove the devices (esheath and commander ds with valve) as a unit, but this was unsuccessful. It was believed that the valve had exited the side of the esheath causing vascular damage. Bav was performed to help alleviate the aortic stenosis. An abdominal cutdown was performed and the patient remained stable with medication to maintain blood pressure. An abdominal aortogram showed no flow down the right leg. With effort, the delivery system with esheath were attempted to be removed together, but the valve remained inside the patient caught in the right external iliac artery. The esheath and delivery system were removed, and there was no bleeding or extravasation observed on aortogram. When reviewing the retrieved device, it was noticed that the delivery system tip and balloon had embolized. The patient then became hypotensive and CPR was started. Imaging showed there was little to no blood being pumped out of the right ventricle and almost no cardiac output. The patient had lost about 2l of blood from the cutdown and received 4 units of blood and fluids IV. The return of perfusion of the leg created lactate and potassium wash out returning to the heart, causing a drop in blood pressure which potentially aggravated the right ventricular dysfunction. After about 40 minutes of CPR, the patient passed away. As per medical opinion, the death was related to the ischemic spiral caused by the return of blood flow to the right leg creating the wash out effect, poor right ventricular ejection, and little to no reserve related to poor right ventricle and critical aortic stenosis, complicated by the transfer from sedation to intubation and stiff arteries due long term dialysis of 20 years.